Event description:
Bhatia s, oh m, whiting t, quigley m, whiting d, surgical complications of deep brain stimulation: a longitudinal single surgeon, single institution study. Stereotact funct neurosurg. 2008;86(6):367-372. Patient exhibited a period of unresponsiveness in the operating room after placement of a left sided lead resulting in postponement of placement of the second lead. Patient had normal post operative ncet of the head. Literature: bhatia s, oh m, whiting t, quigley m, whiting d. Surgical complications of deep brain stimulation: a longitudinal single surgeon, single institution study. Stereotact funct neurosurg. 2008;86(6):367-372. Literature summary: this report analyzed the complications of a single surgeon at one institution over a 10-year period. A total of 191 pts received 330 electrodes implants. There were 59 complications in 53 of the 191 pts. Pt 4 of 4 exhibited neurological deficit without intracranial hemorrhage. Post operative ncet of the head was normal yet the pt exhibited a period of unresponsiveness in the operating room after placement of a left-sided lead. Placement of the second lead on the other side was postponed. See manufacturer report number: 2182207200901002.